Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found no anomaly. Visual inspection of the ins did not reveal any anomalies. The ins passed a series of defined and qualified automated functional tests. Good, stable output was observed. A connector block leakage test was performed and normal impedance values were observed indicating that there was no electrical leakage in the connector area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient has been experiencing shocking sensation from the pocket since the ins was replaced. The patient has two leads. One lead was replaced, but the problem remained. It was suspected that there was fluid in the header of the ins. There were no out of range impedances. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the impedances were okay. An x-ray was okay. The system was shut off and the shocking stopped. The cause of the issue was not identified. The extension was changed and the outcome was good.